Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of 400 mg/dl was experienced and would like to see if pump is working. Customer's current blood glucose is 83 mg/dl. Troubleshooting found that the pump appeared to be fine and performing as designed. Customer was advised to follow up with doctor regarding high blood glucose and to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer was also advised to call back if any further issues relating to the pump.